Event description:
Contact reported that a vbr cage broke during insertion. Pieces were removed and another cage was placed. The contact reported that they could not be sure that all the fragments were retrieved. There was no adverse pt consequences as a result of this situation. As an unintended portion of the device may have been left in the body, an MDR was filed to document this event.

Manufacturer narrative:
Sample has not yet been returned for evaluation. If the device is returned and something other than what is stated below is found, a follow up report shall be filed. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated as the instructions for use contained in the packaging of this product states that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads of the threaded or small area of the cage component can split or fracture the cage implants.